Manufacturer narrative:
No device return anticipated due to this being a legal case. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Event description:
It was reported via legal notification that a female patient, had a revision of the right hip in which a novation crown cup constrained liner was implanted on (B)(6) 2019, and then underwent a second revision procedure on (B)(6) 2020, approximately 9 months post the revision implant procedure for reasons unknown. First revision reported under 1038671-2022-01239.

Event description:
Additional information from revision op report findings: broken locking ring of constrained liner no complications. Patient was taken to pacu in stable condition.

Manufacturer narrative:
D10. Concomitants: 4876578 170-28-50 - biolox delta option femoral head 28mm od. 5765438 170-50-03 - biolox delta adapter 16/18-12/14; +3.5mm. 4752485 180-03-11 - novation constraining ring, group 1. 5168689 180-03-11 - novation constraining ring, group 1. H3: investigation results - the revision reported was likely the result of a prosthesis fracture. The extent and root cause of the prosthesis fracture could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.